Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. Unable to perform the self test due to blank display. Blank display due to moisture damage on the electronic assembly and motor. The pump was cut open to perform visual inspection and found moisture damage on the electronic stack and motor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked case (battery tube) and pillowing keypad overlay moisture damage was confirmed during analysis. Blank display was caused by moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin pump was exposed to moisture. The event involved product(s) mmt-1884. Troubleshooting was performed and found water lcd display. The customer reported that insulin pump was dropped. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.